Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that inappropriate ams switching due to far-r wave oversensing as observed on merlin.net. Review of episode confirmed the oversensing. Review of the stored electrograms appeared to indicate the presence of far-r oversensing. Programming changes were suggested. On (B)(6) 2018 programming changes were made. Patient condition is fine and patient will return for normal follow-up.